Event description:
The customer contact reported a separation. The secondary tubing set was being used to deliver an unspecified premedication, at a rate of 240 ml/hr, for a duration of 1 hour. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the clave secondary tubing set was connected to the clave secondary port of an unspecified primary tubing set. At an unspecified time after the delivery was completed, it was reported that after the nurse disconnected the option-lok male adapter from the clave secondary port, the option-lok male adapter separated from the secondary tubing set. The secondary tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects, no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.